Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that optical cover glass had chipped; distal end adhesive glue was lifting; insertion tube had minor delamination; control body aspiration housing colored ring was damaged; hot and cold tests had misty image; up/down and left/right angle was not to specification; water flow and water removal was not to specification; switch function was inoperative. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope 3, 4 and 5 channel were blocked. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, white crystallized contamination was found in the air water channel. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
H10: it is unknown whether there was deviation from instructions for use in reprocessing steps for the area where foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.